Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. Visual analysis of the lead indicated apparent exp lant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1q1 crt-d, implanted (B)(6) 2016, 429888 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning due to out of range impedances on the pacing, defibrillation, and superior vena cava (svc) coil. High undefined impedance was noted on the defibrillation and svc coil. It was noted that the rv lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.